Event description:
It was reported that, "the surgeon performed a revision surgery to replace the insert due to a wearing it."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.